Event description:
It was reported that the patient presented remotely via (B)(4).net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited far r-wave oversensing and the right atrial lead exhibited far r-wave oversensing and noise. No intervention was performed. The patient will further be monitored. The patient condition was stable. Related manufacturer reference number: 2017865-2022-05454.